Event description:
It was reported that during surgery to implant an implantable neurostimulator, the patient went into cardiac arrest prior to the device being unpackaged for implant. Because of this, the device was not implanted. Follow up information received reported that patient had survived and was hospitalized. If additional information is received, a follow up report will be sent.